Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator battery was broken. There was no negative patient impact.

Manufacturer narrative:
It was clarified by the field service engineer (fse) that the device would not start up.